Manufacturer narrative:
Per the reported event, the inaccuracy during navigation was due to reference frame movement caused by skin shift of the patient, and not a malfunction of the device. The software investigation found that the system behaved as designed. An alternative option to setup the patient was presented to the surgeon.

Event description:
A medtronic representative reported that after going sterile and making the bone flap in an axiem cranial procedure (bi-coronal crani for csf leak), the patient tracker moved due to skin shift and cause the system to be inaccurate. They were immediately aware of the inaccuracy and abandoned navigation; however, the surgeon was mainly using the system to localize his bone flap which he was able to do successfully. There was no impact to patient outcome.